Event description:
It was reported that a pt underwent an obturator sling procedure on an unk date. After healing, a tunnel-like submucosal mesh is palpable, but no exposure has occurred. The surgeon reported that it seems as though the mesh had rolled and remains superficial. The pt has had a complete success with the exception of dyspareunia. The small palpable area is unilateral and only about one centimeter. The pt was placed on estrogen cream to see if thickening of the vaginal mucosa would conservatively improve the situation. In 2007, the surgeon reported that he will most likely attempt an office excision/removal of the tape.

Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.